Event description:
It was reported that the patient¿s caretaker requested assistance after the patient inadvertently pulled out his infusion set; the patient uses an inset 23"-6 mm infusion set with a dexcom g7 sensor, and the caretaker successfully replaced the set with troubleshooting and education completed. Symptoms included hyperglycemia, with blood glucose rising from 139 mg/dl to 239 mg/dl after the infusion set was dislodged, then returning toward normal with a subsequent value of 153 mg/dl following site change. Outcomes included transient hyperglycemia without hospitalization, alerts, or alarms. Investigation included customer support review and user-led troubleshooting of the infusion site and supplies. Investigation of this case revealed no confirmed device malfunction and suggests insulin delivery interruption due to the infusion set being pulled out, consistent with user handling of the infusion site. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.